Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The found damages are most likely attributable to the removal surgery. This finding was expected, because according to the recipient report the active electrode migrated postoperatively out of cochlea. The reported symptoms, such as dizziness and uncomfortable stimulation, were very likely related to the electrode migration. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At activation in (B)(6) 2019 channels 11 and 12 were disabled and at follow-ups channels 9 and 10 were additionally disabled due to severe vertigo with stimulation. No audibility was reported on channels 11 or 12. According to CT scans electrodes 11 and 12 were extra-cochlear and electrode 10 appeared to be in the round window niche. Re-implantation surgery took place on (B)(6) 2019. The surgeon believes that the array migrated slowly out of cochlea over time. The long lead was no longer looped in the mastoid when the ear was opened, which may have resulted in forces pulling on the array. There were at least 3 contacts extra-cochlear. Reinsertion was attempted with no success, so a new implant was used.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist expressed concern over affected channels. At activation in (B)(6) 2019 channels 11 and 12 were disabled and at follow up channels 9 and 10 were additionally disabled due to severe vertigo with stimulation. The user was getting benefit from the device. The electrode array seems to be slowly migrating out of the cochlea.